Manufacturer narrative:
Internal notification number: (B)(4). Device reference code (B)(4). - ref. (B)(4). Device name hi-line xs tc side rasp burr ii d2.35mm serial number n/a batch number 52532985 UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a unit of use UDI-di (B)(4). Manufacturing date 11.07.2019 reference code(B)(4). Ref.(B)(4). Device name hi-line xs tc side rasp burr ii d2.35mm serial number n/a batch number 52543906 UDI device identifier(B)(4). UDI production identifier(B)(4). Basic UDI-di n/a unit of use UDI-di (B)(4). Manufacturing date 23.08.2019 investigation failure description due to a lack of the burrs, a failure description is not possible. Investigation due to a lack of the burrs, an investigation is not possible. Pictorial documentation due to a lack of the burrs, a pictorial documentation is not possible. Two pictures were provided by the hospital. Batch history review the device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There are no further complaints registered against the same lot numbers (52532985 + 52543906). Conclusion and root cause a clear conclusion can not be drawn. A usage related failure can not be excluded. Rationale based on the provided information/pictures and without the products for investigation, an evaluation of the root cause is not possible. Both provided pictures show that the tip of the burrs broke. Figure 1 may indicate that the burr became very hot (black color on the broken off tip as well as on the shaft). A high heat development in combination with an overload situation may facilitate such a failure pattern. However, this is only speculative. There is no indication for a material/manufacturing/design related failure based on the DHR files as well as on the market surveillance. Several information regarding a safe handling can be found in the corresponding IFU. Corrective action a CAPA is not necessary according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action).

Event description:
Tip was retrieved and no harm for patient occured. The adverse event / malfunction is filed under aag reference (B)(4). This case is related with the cc notification(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with hi-line xs. It was reported that the tip of the instrument has broken and has fallen in-situ. The tip was retrieved. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). This case is related with the cc notification (B)(4).